Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support.  It was reported while on impella cp support, the patient would have episodes of ventricular tachycardia (vt) when the patient was changed positions or was suctioned. The impella was repositioned under fluoroscopy to resolve issues with vt episodes. Cardiac function improved and circulation was maintained, so the impella was weaned and explanted.